Manufacturer narrative:
Investigation is ongoing. H3 other text : no information on return of the device.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, the patient had an abdominal aneurysm noted prior to procedure with bilateral iliac calcification. Left iliac artery access was obtained and angioplasty was performed at iliac-aortic bifurcation. The esheath+ dilator was used to pre-dilate vessel then 16fr esheath+ advanced over lunderquist wire without resistance. Commander system inserted through esheath+ and noted to have resistance at the calcified area where angioplasty was performed but was able to advance the system through iliac and exit the esheath+ tip into the aorta. It was then noted that the wire had bent wire in the abdominal aorta and noted that the wire and valve were now outside the aortic space through an aortic tear. Right iliac access was obtained, and a coda balloon was inserted into the aorta. CPR was started and a vascular surgeon was called to assist. The physician was unable to advance or remove the system due to bend in the wire and system. Attempted to deploy the valve into aorta but commander balloon was not inflating, and blood return was noted in atrion. At that point the team decided that patient would not survive surgery to open and repair the aorta and they withdrew care. Patient expired in the cath lab minutes later. The devices were unable to be removed from the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review findings, sections g6, h2, h6: clinical code has been corrected.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information: investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for unable to track system through anatomy and delivery system leakage were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per event description, 'commander system inserted through esheath+ and noted to have resistance at the calcified area where angioplasty was performed' the physician was unable to advance or remove the system due to bend in the wire and system. Attempted to deploy the valve into aorta but commander balloon was not inflating, and blood return was noted in atrion'. The event description stated the patient had 'bilateral iliac calcification' and the 3mensio report revealed calcification and tortuosity in the access vessels patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Additionally, the event description stated 'the physician was unable to advance or remove the system due to bend in the wire and system'. Navigating over a kinked guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (kinked guidewire) may have contributed to the complaint event. Also, as the event description stated, 'attempted to deploy the valve into aorta but commander balloon was not inflating, and blood return was noted in atrion', it is possible that the leakage was from a burst balloon. In addition, calcification and tortuosity in the access vessels can impinge the balloon during inflation, compromising the balloon wall structure and subjects the balloon to a higher risk of burst. This burst balloon can potentially open a pathway for blood to travel through the balloon shaft and eventually to the atrion inflation device, leading to the reported delivery system leakage. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the issue of unable to track system through anatomy and delivery system leakage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate calcification, tortuosity and/or device manipulation may have caused or contributed to this event.